Manufacturer narrative:
No device evaluation was performed since the graft remained implanted in pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records, no product was rejected after sewing inspection or for collagen coating defects. A product manufactured within the same period than the complaint device under water permeability testing. Tests result indicated a value well within product specifications. No leakage was observed at the sewn seams. No conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on a similar product would tend to indicate that the device performed as intended. In addition, physician indicated that pt's blood was highly diluted that could have explained observed blood leaked. Indeed, cardiopulmonary bypass procedures are known to affect the haemostatic system and could contribute to occasional bleeding in any vascular graft.

Event description:
Pt underwent an emergency surgical procedure for an acute aortic dissection in 2006. During surgery, blood leakage was evidenced at the sewn seams, between the main tube and the three branches of the prosthesis. It was reported that leakage was stopped by using hemostatic seven hrs post surgery. It was also reported a brain damage after surgery. Pt died 15 days later. The cause of death was not reported.